Manufacturer narrative:
Device name and initial reporter are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a check clutch / plunger error occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found non-OEM (original equipment manufactured) top case and battery were found and the tamper seal was missing from the bottom case and plunger assembly. There was evidence of the reported problem (error) recorded in the event history log. The customer reported problem, was not duplicated during multiple occlusion tests. However, the investigation noted that the customer may have manipulated the plunger during an infusion, resulting in user error which may have been the cause of the reported issue. No corrective actions were recommended as no official fault was found with the device. Preventative maintenance was performed, and all functional testing done. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: b5: additional information received on 01august2022 via email and attached to complaint object: the failure was found during pm (preventive maintenance) testing. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 4000.